Manufacturer narrative:
The reported event for ineffective therapy was not confirmed. The instrumentation damage to the ipg header was caused by the explant procedure. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient's ipg header was broken. As a result, surgical intervention was taken to replace the device.